Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was off the bus. A field service engineer (fse) worked with technical support specialist (tss) to resolve drawer configuration issues, escalated to product support engineer (pse), verified connections, removed debris, synchronized, deleted and reconfigured drawers 3.1 and 3.2, assisted customer with hardware test application, and confirmed medications were reloaded successfully with no faults. The system functioned as intended after the field service engineer repaired the device.